Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08394. It was reported that inadequate stent apposition occurred. The type b2 target lesion was located in a calcified right coronary artery. A 3.00x32mm synergy drug-eluting stent was selected for use, however, during preparation, it was noticed that the stent was missing on the balloon. Subsequently, another 3.00x32mm synergy drug-eluting stent was advanced to treat the lesion. During inflation of the stent delivery system balloon, it was noted that the balloon appeared to be defective. It did not reach to nominal pressure and the stent was left underdeployed. An attempt to remove the stent with a snare failed, so the stent was then crushed using several miscellaneous balloon deflations. The patient was placed on live long dual antiplatelet therapy (dapt). The procedure was completed with timi 3 flow without significant stenosis. No patient complications were reported and the patient's status was stable.